Event description:
It was reported via repair work order that the brakes were not working due to the brake pad components the brake tip and foot were missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.